Manufacturer narrative:
The investigation reviewed the customer's ion-selective electrode (ise) calibration data from the digital laboratory management software and noted that the results were stable. However, on (B)(6) 2023 the calibration results indicated that the ise standards contents have evaporated causing low/high calibration results. Product labeling states: "ise standard high stability: unopened: up to the stated expiration date at 15-25 °c. After opening: opened ampules should be used immediately. Remaining content must not be stored to avoid inaccurate calibration."; "ise standard low stability: unopened: up to the stated expiration date at 15-25 °c. After opening: opened ampules should be used immediately. Remaining content must not be stored to avoid inaccurate calibration." The investigation determined that the event was caused by human factors (failure to calibrate).

Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 31 patient samples tested on the cobas 6000 c 501 module. The reporter stated that all of the na results were low compared to the previous results due to an ion-selective electrode (ise) drift. The initial results were reported outside of the laboratory. Please refer to the attachment (B)(4) in the medwatch for examples of questionable results. The electrode lot number was requested but not provided.